Manufacturer narrative:
The product was discarded by the surgeon.

Event description:
The doctor reported patient presented with infection at tooth site 27 with persistent pain and fever. The patient was hospitalized for intravenous antibiotics. The implant was removed in the operating room and discarded.

Manufacturer narrative:
The product was not returned, therefore the complaint cannot be verified. The device history record from this lot has been reviewed and no non-conformity related to this issue was found. There were no manufacturing deviations identified which would cause or contribute to this complaint. The irradiation certificate has been reviewed and no non-conformities were found. All manufacturing processes were executed according to the parameters established on the current procedures and all inspections performed were inside specification limits. A definitive root cause has not been determined.

Event description:
At the post operative visit with the attending oral surgeon who removed the implants, the patient was found to have good healing with no permanent or on-going impairment or medical conditions.